Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with anterior/posterior colporrhaphy, and cystoscopy. It is reported that during surgery the left side of the bladder was perforated with mesh procedure due to anterior/posterior prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, and dyspareunia. It was reported that the patient underwent laparoscopic resection and cystoscopic resection of mesh for symptomatic mesh, retropubic style, bladder perforation and removal on (B)(6) 2009. The patient had post operative pain and nausea on (B)(6) 2009 and was seen for bladder irrigation and antiemetic medication. (B)(4).

Manufacturer narrative:
It was reported that patient underwent bladder perforation with tvt retropubic on (B)(6) 2009.

Event description:
It was reported that patient underwent bladder perforation with tvt retropubic on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, irritation, and dysuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency and urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 02/16/2017. It was reported that following insertion the patient experienced recurrent vulvar/perianal itching, chronic vulvar candidiasis, discomfort, and hematuria.

Event description:
It was reported that following insertion the patient experienced recurrent vulvar/perianal itching, chronic vulvar candidiasis, discomfort, and hematuria.